Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the due to corrosion on the suction connector, the image was not displayed. Due to the deformation of the upward and downward angulation knobs, water tightness was lost. Due to damage, switches 1, 2, and 3 did not work. The plastic distal end cover, protector of the universal cord on the suction connector side, and on the control section had a scratch; the forceps elevator, lock engagement lever, free-engage knob, upward and downward angulation control knob, right and left knob, switch box, universal cord, control unit, grip, scope cover, scope connector cover, suction connector, image guide bundle, and objective lens had a scratch. The universal cord was sticky and had a wrinkle. The suction cylinder was shaved. The control unit had discoloration. The light guide bundle was slipping down. The paint on the suction cylinder and air-water cylinder was peeled. The suction connector and the control unit were dirty due to water leakage. The adhesive on the bending section cover or distal sheath had a chip. Due to the wear of the angle wire, the play of the upward and downward angulation knobs was out of the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The forceps channel port was shaved. The objective lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the nozzle had foreign objects. It is unknown when the event occurred. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.